Event description:
Patient was temporarily intubated and used the anchorfast ett (endotracheal tube) holder. He developed deep tissue injuries to bilateral cheeks. These pressure injuries were recognizable to clinical staff several days later as "the wounds people get from those ett holders".